Event description:
It was reported by service report that the head-end lift was stuck in the highest height position, and would not lower. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: faulty cpu board. Damaged coupler.